Event description:
Staff report they heard a cracking noise from the injector syringe. Immediately afterward, the tubing popped off of the injector. There was no change to the patient's plan of care. Another product kit was obtained, set up, and the procedure continued. Staff do not know why this occurred. They report that there was no obvious defect to the device when it was removed from the packaging and that the packaging was intact. Afterward, staff could see that the piece of tubing that connects to the sryinge was cracked. The equipment was easily assembled. All staff inovlved in the case are very experienced & have used this type of equipment many times. The device is stored in a temperature controlled environment. The syringe is manufactured by coeur, inc. And is contained in the medline kit.